Event description:
Reporter alleged obtaining a result of 399 mg/dl on aviva system 1 compared back to back with a result of 170 mg/dl on aviva system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. Reporter stated that she did not prepare her hands prior to obtaining the reading. No adverse event reported. A request was made for the return of the affected product. Reporter stated that she used the last strip from the vial where the first result was obtained, so none of that product will be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
Boston scientific crm received information that this product was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure.